Event description:
It was reported that the customer had high blood glucose of over 400 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing and no air or leaks were found. The high pressure test was performed and passed. Customer was advised to change the entire set, reservoir and insulin. Customer re-checked his blood glucose and it was 368 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.